Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) could not duplicate the reported complaint. The central control monitor (ccm) was observed to function properly throughout testing. The unit operated to the manufacturer's specifications. Per data log analysis, on (B)(6) 2020 a perfusion screen is opened at 06:34:53 am. Various pumps are started and are running. At 07:38:53 am the ccm stopped logging and at 07:39:24 am the ccm went missing. At 07:40:26 the ccm appears to power up and the roller pumps were put online to set the system direction. All indications are that the ccm rebooted and likely went to the main splash screen. At 07:49:39 am the perfusion screen is opened again. The ccm appears to have rebooted but there is no indication of why. The log confirms the complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the manufacturer's sales associate, the perfusionist primed the pump and were recirculating. Patient data was entered, the alarms were activated and the pressures zeroed. Two perfusionists in the case were doing pre-bypass activities and turned back to the pump to see the ccm screen was back to the pick a perfusion screen menu. The pumps were still circulating prime. The field service representative (fsr) replaced the ccm. The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) screen unexpectedly went back to the pick a perfusion screen menu. They picked the correct screen, redid the case set up and proceeded to pump the case with no further issues. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) could not verify the reported issue. The pst observed the unit powered on with the perfusion screen for seven (7) days and had not switched back to a 'pick a perfusion' screen menu.